Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2018. (B)(4) submitted for the adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent hernia repair surgery with removal of meshomas on (B)(6) 2018. It was reported that the patient underwent removal surgery, lysis of adhesions, lysis of adhesions of the mesh to cord structures, left orchiectomy and removal of spermatic cord section on (B)(6) 2020. It was reported that the patient experienced severe pain, nerve entrapment and nerve damage which resulted in orchiectomy and neurectomy. The patient had a previous mesh implanted on (B)(6) 2012 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/26/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.